Manufacturer narrative:
Batch review performed on 06-sep-2024; lot 146768: (B)(4) items manufactured and released on 19-jun-2015. Expiration date: 2020-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 4 years and 6 months after the previous revision surgery, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully. Patient had competitor implants before gmk-revision was implanted.